Event description:
In addition to initial reported information, there was no reported impact to customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the a double value was entered when the customer was trying to initiate a quick bolus. Reportedly, the pump does not always respond when the wake button is pressed. Pump data was reviewed and the reported issue could not be confirmed.